Manufacturer narrative:
MDR 8021545-2024-00293 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in egypt the patient father reported that an issue with infusion set canula was bent. Also, the issue with infusion set that an issue of insulin flow blocked on first day of insertion in the buttocks. The blood glucose level was monitored as 400 mg/dl value at the time of incident. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.